Manufacturer narrative:
Na

Event description:
It was reported that when the ventilator had been used on two different pts on two separate occasions, the ventilator did not ventilate the pts. One pt had desaturated, was manually ventilated, and placed on another ventilator. No report of pt harm. It was also reported that when the ventilator was placed on a test lung, the test lung would not inflate.